Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made. However, despite our best efforts, no additional information has been provided. If this information is eventually provided, a supplemental report will be submitted. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a leak in iabp circuit. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the drive manifold needs to be replaced. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a leak in iabp circuit. The unit alarmed for the reported malfunction. There was no patient involvement, and no adverse event reported.